Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the device alarmed for off no power and low battery. The customer's blood glucose level at the time of incident was 100mg/dl. The customer states they have tried to remove and replace the battery, but the issue remains. The customer was advised to insert new recommended battery. The customer was advised to monitor the device and call back if issues persist.